Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support the cause of the alert was explained to the customer; however, the customer denied having accessed this feature on the pump. The customer's blood glucose level was 201 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.